Event description:
The customer reported to olympus, the colonovideoscope could not be stiffened. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and jet tube had remains of white foreign material. The air/water cylinder had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional non-reportable malfunctions: due to wear of flexibility adjustment ring the flexibility adjustment function did not work, due to wear of angle wire, the bending angle in up direction and the play of upward/downward (u/d) knob did not meet the standard value, plastic distal end cover (c-cover) had a dent, adhesive around light guide (lg) lens had a chip, and the adhesive on bending section cover (a-rubber) was detached . The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. Also, no physical damage was confirmed at the points where the materials remained. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device."